Manufacturer narrative:
(B)(4). Date sent: 12/04/2020. Per photographic evaluation: upon visual inspection of three photos, the following was observed: the photos show a donut from top view and some staples can be seen between the tissue. However, due to tissue on staples proper/improper form of staples cannot be determined. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date no device has been returned.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: where within the gap setting scale was the orange indicator prior to firing? About ¾ of the way down. What confirmation was received that the device was fully fired? The green check mark illuminated as it usually does, when firing is complete with this stapler. Was the staple line complete? No, there was no staple line in the patient. All of the staples were in the proximal doughnut. Were there any staples missing from the staple line? There were no staples in the staple line. Were the staples deployed into the tissue? Yes, but they were in the proximal doughnut. When the surgeon checked to see the completion of the doughnuts. Were the staples seen in the surgical field? No. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? The distal doughnut was complete, but the proximal doughnut had all of the staples in it, and it was very stringy and barely complete. How many counter-clockwise revolutions were used to open the device? 2 full counter-clockwise revolutions per usual. How was it confirmed that the anvil was free from the tissue prior to removing? The green check mark illuminated per usual when firing was done. The surgeon then turned the knob counter-clockwise for 2 full 360 degree revolutions, and then fishtailed the stapler from 9:00 to 3:00 to remove the stapler from patient, per all of our guidelines. After firing was the adjusting knob turned ½ to ¾ revolutions? No. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes, the device was fishtailed from 9:00 to 3:00 per usual upon removal from the tissue. Who fired the device? The fellow, dr. (B)(6). Who removed the device? The fellow, dr. (B)(6). Was the safety reset prior to removal? No, it was not. What was the users experience with the device? Everything seemed to be normal as with all of his other firings, until finding there were no staples in the tissue of the anastomosis and they were all in the proximal end of the doughnut. Could you please clarify if there were any patient consequences? There were no patient consequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? There were none, the patient was fine. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an ileostomy closure, they used a powered circular 29, the powdered donut had all the staples in it. They had to resect more of the colon and got a new stapler to complete case. No patient complications.